Event description:
Additional information received on 06/04/2026 for report mw5188772 to update the e section and foi address.

Event description:
The device did not function as advertised. It is marketed as a fall-detection medical alert device, but in my experience, it failed to detect a fall and/or did not respond as expected when a fall occurred. This created concern that the device may not provide reliable protection in an emergency. The exact details can be provided if necessary. I have done a self-test with the device, and the response to the company's suggested drop test only achieved a 30% success rate. 3 times out of 10 times. I am reporting this because the product's performance does not appear to match its advertised function. I want this issue reviewed to determine whether the device is functioning properly and whether this is a wider safety or quality concern. Dropped the unit to test if it would respond to a fall. It was successful only 3 out of the 10 times.